Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the customer went to pool then insulin pump had critical pump error alarm. Customer's blood glucose value was 174 mg/dl. The customer was assisted with troubleshooting. The customer states the insulin pump had crack on the battery compartment at the top where they screw the battery cap and customer stated that when they tried to take the battery out and reinsert the battery it did not turning on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.